Manufacturer narrative:
Complaint conclusion: as reported, after use of a 6f/7f mynx control vascular closure device (vcd), there was some bleeding noted. Pressure was held for ten minutes, and patient was sent to recovery and laid flat with a sandbag in place. Patient was flat for approximately one hour, then at an angle for approximately forty-five minutes before ambulation. No bleeding, bruising, or hematoma were noted at time of discharge. Office staff stated that there were pulses at discharge and foot was warm. Upon arriving at home, the patient complained of 10 out of 10 pain to the left leg and foot. The patient's daughter said the foot was cold and patient was urged to go to emergency room (ER). The patient went to the ER that day. A thrombectomy to remove mynx ¿fb¿ material using a non-cordis mechanical thrombectomy device was performed and the ¿fb¿ was retrieved successfully. No further injury, no deficits, patient discharged the next day. Closure device was stored and opened per instructions for use (IFU). The balloon was filled to 50-50 contrast and saline mixture in the balloon. There was no difficulty in inserting or deploying the device. Access was at the bifurcation and device was pulled back under fluoroscopy. Calcium was noted upon deployment. The access was a single stick to the left superficial femoral artery (sfa) access to fix the right sfa lesion. Ultrasound was utilized for access. An unknown 6f 45cm sheath up and over technique was used to target lesion in right sfa. The lesion was unable to be treated and patient was referred to vascular surgery. Closure was made with a mynx control. The femoral artery¿s suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f cordis vascular sheath introducer. The vessel diameter was not verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was severe presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer¿s mynx trained. A 6f cordis sheath was used. The device was discarded; therefore, it will not be returned for evaluation. The reported events of ¿sealant-inability to achieve hemostasis,¿ and ¿vascular occlusion¿ could not be confirmed, and no product contributing factors could be determined without return of the device or receipt of procedural images. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, and proper placement of the sealant at the arteriotomy. Based on the information available for review, it is difficult to determine what factors may have contributed to the inability to achieve hemostasis event reported. However, access site vessel factors (severe presence of calcium in the vicinity of the puncture site), pharmacological factors and/or handling factors of the device are possible. A vascular occlusion occurring after a peripheral vascular procedure is a known potential complication and is listed in the mynx control instructions for use (IFU) as such. An occlusion can be caused by dislodged plaque/calcium or thrombus embolizing and occluding all or part of the vessel. It can also be caused by the sealant being deployed intravascularly, either partially or completely. Occlusions from intravascular deployments of a sealant are usually noted before discharge, commonly found when checking pedal pulses, etc. These occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Based on the information available for review, the access site vessel characteristics (severe presence of calcium in the vicinity of the puncture site) also may have contributed to vascular occlusion experienced, whether from an intravascular deployment of the sealant or progression of the diseased vessel. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. As stated in the IFU¿s adverse events section, ¿the safety and effectiveness of mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ the IFU also provides in the product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ per the potential adverse events section, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ it should be noted that if the balloon is improperly placed during hydrogel sealant deployment, the hydrogel sealant could be deployed or pushed into the artery. Based on the information available for review, there is no indication that the reported events could be related to the design/manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, after use of a 6/7f mynx control vascular closure device (vcd) there was some bleeding noted. Pressure was held for ten minutes, and patient was sent to recovery and laid flat with a sandbag in place. Patient was flat for approximately one hour then at an angle for approximately forty-five minutes before ambulation. No bleeding, bruising, or hematoma were noted at time of discharge. Office staff stated that there were pulses at discharge and foot was warm. Upon arriving at home, the patient complained of 10 out of 10 pain to the left leg and foot patient's daughter said foot was cold and patient was urged to go to ER. The patient went to the emergency room (ER) that day. A thrombectomy to remove mynx fb material using a non-cordis mechanical thrombectomy device was performed and the fb was retrieved successfully. No further injury, no deficits, patient discharged the next day. Closure device was stored and opened per instructions for use (IFU). The balloon was filled to 50-50 contrast and saline mixture in the balloon. There was no difficulty in inserting or deploying the device. Access was at the bifurcation and device was pulled back under fluoroscopy. Calcium was noted upon deployment. The access was a single stick to the left superficial femoral artery (sfa) access to fix the right sfa lesion. Ultrasound was utilized for access. An unknown 6f x 45 cm sheath up and over technique was used to target lesion in right sfa. Lesion was unable to be treated and patient was referred to vascular surgery. Closure was a mynx control. The femoral artery¿s suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f cordis vascular sheath introducer. The vessel diameter was not verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was severe presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer¿s mynx trained. A 6f cordis sheath was used. The device was discarded; therefore, it will not be returned for evaluation.